Event description:
Procedure type: lobectomy. According to the reporter: during the lung resection, after firing one loading unit of the tristaple, the surgeon put a second one in the same line (like in a sleeve gastrectomy). During the firing of second loading unit, the knife went to the end of cartridge, but did not come back. The surgeon could not open the loading and needed to convert from vats to an open procedure and finish using open staplers.

Manufacturer narrative:
(B)(4).